Manufacturer narrative:
Correction: upon further review, it was identified that section h6: medical device problem code: 2339 - inaccurate delivery code was incorrectly selected in the initial report submitted (MFR 3012236936-2022-00642). Therefore, it is being removed as it does not apply to this event. Hence, this supplemental filing is being filed to correct section h6 of the initial MDR. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was partially inserted into patient's right eye, however, was removed due to bent haptic issue. Another lens of same model and diopter was used as the replacement. There was no patient injury and no other intervention was required. The patient was doing fine post-operation. No further information was provided.

Manufacturer narrative:
Ethnicity/race: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b3: date of event: feb 21, 2022. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: mar 22, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half (with one half missing). The lens was cleaned and a tear to the iol was observed. No further issues were identified. Based on the return condition of the lens (cut in half w/one half missing) no further product evaluation could be performed on the lens. The complaint issue reported could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.